Manufacturer narrative:
The results of the evaluation performed suggest the event was attributed to the use of improper cleaning solutions.

Event description:
Handle was cracked when instrument tray was opened. There was no adverse consequence for the pt or delay in surgery or anesthesia time.